Manufacturer narrative:
(B)(4). The sample has been received for evaluation and a follow-up report will be submitted upon completion of the investigation. The initial medwatch report was initially submitted on (B)(4) 2010. However, as a third acknowledgement was not received due to the submission containing special characters, the submission is being resubmitted on (B)(4) 2010.

Event description:
This complaint originated as a result of the director of nursing calling baxter product surveillance toll free number on (B)(6) 2010. She reported that a xenium 170 dialyzer had a black and green substance in it. The director of nursing stated that a black and green substance was noticed in the blood compartment of the dialyzer. This was noticed during patient therapy about one and a half hours into the therapy. The treatment was stopped and the blood was returned back to the patient. There was no blood loss to the patient. The patient was removed from the fresenius 2008k machine, was set up on the same machine with a new dialyzer, and continued therapy. The patient was hypotensive during the treatment. There was no medical intervention or hospitalization as a result of this incident. The patient resumed therapy with a new single use dialyzer and was okay. This is only the 2nd time they have dialyzed this patient, are not familiar with the patient or with how the patient may or may not react. The discoloration in the dialyzer is still visible and it looks like mildew. This was a new single use dialyzer. The dialyzer was primed with saline during the setup and they started treatment right away. The actual dialyzer is available. Follow-up received from global pharmacovigilance (gpv) indicates that the heparin used with the patient at the time of the incident was not a baxter product. During follow-up with the customer on (B)(6) 2010, the customer indicated that she does not know if the green substance was observed in the dialysate compartment or the blood compartment and that she initially stated it was in the blood compartment as this is what the dialysis nurse relayed to her. The customer indicated that there was no defect noticed on the dialyzer prior to the treatment and there were no issues with the dialysis machine. The customer indicated that the water used is from a centralized system. It was also indicated that the patient is an inpatient at the facility. The following additional information was obtained on (B)(6) 2010 from the customer: the patient is a (B)(6) male. The patient was on humulin n and regular insulin, calcium carbonate, sensipar, famotidine, neurontin, mucinex, nephrocaps, percocet, serteline, trazodone, simvastatin, and procrit with dialysis. The customer indicated that no blood work was done on the patient around the time of this dialysis treatment. The patient had (B)(6) with septic shock and pneumonia for which he was hospitalized but this occurred prior to the incident in this report. The patient was being treated with intravenous vancomycin and oxacillin. The customer indicated the patient is currently recovering as an inpatient with no further incidents with dialysis. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual sample involved in the incident was received for evaluation. It appeared that the sample contained mold or bacteria in the dialysate compartment. A sample of fluid was retrieved from the returned dialyzer and was analyzed for the presence of microbial contamination. Initial observation of the black substance inside the dialyzer casing and around the dialyzer fibers suggested a presence of mold. To obtain a sample, the dialysate inlet and outlet port caps were removed and the ports wiped with alcohol prep pads. A sample of fluid was drained from the dialysate outlet port into a sterile container. The processing of the sample was as follows: microscopic examination of a wet mount of the black particulate showed presence of fungal hyphae and spores, confirming the presence of mold. Samples of the particulate were cultured onto bacteriological agar media. One set of media was incubated at 30 degrees celsius and another at 37 degrees celsius. Both sets showed bacterial growth after approximately 24 hours of incubation. Evidently, there were bacteria as well as mold in the fluid. The overgrowth of bacteria however, prevented isolation of the mold. The fluid was re-cultured onto different agar media to isolate the bacteria as well as the mold. Three different colony types of bacteria and one mold were isolated and sent to (B)(4) for identification by dna sequencing. The results are as follows: microbacterium laevaniformans (gram positive bacilli), cupriavidus brasilensis (gram negative bacilli), microbacterium laevaniformans (gram positive bacilli), mold - no match (unidentified). There were therefore 2 species of bacteria (1 and 3 are same) and one mold recovered from the sample. Microbacteria, formerly known as coryneform bacteria are found in the environment, e.g. Soil although some species have been recovered from hospital environments. Cupriavidus brasilensis, also known as ralstonia brasilensis is also an environmental organism found in water, soil and on plants. There was no match for the dna sequencing results for the mold and therefore it could not be identified. However, mold contamination is also typically the result of environmental contamination such as soil or airborne. The root cause could not be determined. Nipro dialyzers are gamma sterilized. The dialyzer is also contained within a pouch. When the clinician opened the pouched, there was no indication of any mold or green substance. The green substance and mildew was only noticed by the clinician during therapy. Nipro, the dialyzer manufacturer provided the following manufacturing batch record review results: the manufacturing records, process inspection records, and release inspection records of the lot concerned were reviewed, and no defect was found. The lot was confirmed to have been manufactured under normal conditions. A retention sample review provided the following results: the retained samples of the lot concerned were observed and no black/green substance was found. No abnormality was found on the retained samples or records; therefore, the cause of the reported event was unable to be identified.